Manufacturer narrative:
Evaluation summary: device a was returned with the knife exposed into the channel and the handles opened at the trigger side, otherwise in good visual condition and loaded with a 1/2 partially fired cartridge that was noted to be in good visual condition and with the lockout spring normal; however, 1 malformed staple was found on the cartridge surface. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, four firing trigger teeth and the left shroud pinion axle support were damaged. Device b was returned with the firing trigger jammed halfway, otherwise in good visual condition and loaded with a 1/2 partially fired cartridge that was noted to be in good visual condition with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged. Device c was returned with the firing trigger jammed halfway, otherwise in good visual condition and loaded with a 1/2 partially fired cartridge that was noted to be in good visual condition and with the lockout spring normal. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was damaged.

Event description:
It was reported that during an lavh procedure, some of the devices were pulled out of the packaging with the closing lever and firing lever stuck together. The other devices fired 1 or 2 times and the levers stuck together. Case completed without patient consequences. The procedure was extended by one hour.